Manufacturer narrative:
Date rec'd by MFR: 29may2019. The gas delivery system (gds) was returned to the manufacturer's failure investigation lab for evaluation and installed in the test ventilator in an attempt to duplicate the reported problem. From testing, it was determined that the test ventilator utilized with the returned gds exhibited a defective u1 (sensor air flow amp 1000 sscm) on the air flow sensor pcba. The u1 was replaced. The test ventilator then passed all testing. The defective u1 on the air flow sensor pcba created the air flow accuracy and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer contacted technical support (ts) stating that unit failed oxygen accuracy testing. The customer reported there was no patient involvement. Event date not specified, estimate used.